Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and had surgery in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following information was reported. On an unreported date, the patient had a surgery and got an infection after that. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. A review of all batch record documents was performed for h12c27078, h12c06056, h12c12039, and h12c30049 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Follow up information received from gpv. Nurse could not confirm if or what surgery the patient underwent, as initially reported by the consumer. The nurse confirmed event, diagnosis date, hospitalization dates, and cited that the hospital indication was for peritonitis. On (B)(6) 2012, considered recovered. Dianeal and extraneal therapies were ongoing. The event was not related to dianeal, extraneal, the homechoice machine, or any baxter disposable part. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.